Event description:
It was reported that after the spaceoar placement procedure, it was noted that approximately half of the hydrogel was implanted in the intended location, and the remaining half migrated intravascularly. The stereotactic body radiation treatment (sbrt) will be performed as scheduled. No adverse events were report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.